Manufacturer narrative:
Date sent: 8/8/2016. Photographic analysis: picture one shows the distal part of the tlh90 device, part of the shroud near the rotation knob appears to be missing. Picture two shows four staples, two of them unformed, the other two, in b-form shape. Based on the photos provided, two of the staples appeared malformed confirming the event as reported by the customer. The device was unable to be analyzed as it was not returned.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: during closing of the device on normal stomach tissue a piece of the housing near to the adjusting knob broke off. The broken piece could be removed out of situs. The device did not staple correctly. The staple line was completely insufficient. All staples did not show the proper b form. The insufficient staple line was sutured by hand. There were no other negative consequences for the patient.

Event description:
It was reported that during an esophagus reconstruction procedure, misformed staples, incomplete staple line. No further information is available. Suture by hand was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m56593. The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. In addition received a cartridge b, trh90, fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.